Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/12/2016. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Forty retained cartridges from the lot were tested using whole blood (wb) and I-stat level 2 control (l2). Testing met the acceptance criteria found in (B)(6) - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There were no repeats on the I-stat, two different samples are run on the I-stat and the laboratory taken 2 hours apart. There is not enough information to determine whether an I-stat product malfunction occurred. Results for potassium are affected by the amount of time the sample is allowed to stand before testing, hemolysis, sample type (serum versus plasma) and interfering substances (bromide, sodium thiosulfate).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient . There was no patient information available at the time of this report. Return product is not available for investigation. Time: 3:04 pm, method: I-stat, k (meq/l): 9, sample: a. 5:30 pm, lab, 3.9, b. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(6)).